Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 24-mar-2023. H6: investigation summary: one 20019e7d sample from lot 22065601 was received in sealed packaging for investigation. A connecting 14030 polymed infusion set was also received in sealed packaging to assist the investigation. The feedback provided by the customer suggests the infusion set disconnected from the smartsite during infusion. A visual inspection of the smartsite extension set did not identify any obvious damage or manufacturing defects which could have caused or contributed to the customer's experience. Functional testing was performed by connecting the returned smartsite extension set to a 20ml luer slip syringe and 50ml bd plastipak luer lok syringe from stock and attempting to prime with fluid; in each instance a secure connection was established and no flow issues were detected throughout testing. The smartsite extension set was then connected to the returned polymed device, initially bounce back issues were detected, however after several attempts a secure connection was established and a short gravity infusion was successfully completed. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22065601 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the root cause of the customer¿s experience in this instance, as testing of the returned samples did not identify any product defects or quality deviations that could have contributed to the customer¿s experience.

Event description:
It was reported while using bd y'-connector set 2 way disconnection occurred. There was no report of patient impact. The following information was provided by the initial reporter: pop out from port, not connecting from luer slip IV set (polymed nonvented IV set).

Event description:
It was reported while using bd y'-connector set 2 way disconnection occurred. There was no report of patient impact. The following information was provided by the initial reporter: pop out from port, not connecting from luer slip IV set (polymed nonvented IV set).

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.